Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed."), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems : uti"), fatigue ("other injuries/symptoms : fatigue"), migraine ("migraine") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, abdominal pain, urinary tract infection, fatigue and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, iron deficiency anaemia, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment received for pain, anemia/bleeding, psych injury, bladder/urinary prob. After essure removal, resolution of pain, bleeding, bladder/urinary, other. Discrepancy noted in date of insertion (B)(6) 2013. On (B)(6) 2013 patient undergo for essure confirmation test. Lot number: a36512 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed."), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems : uti"), fatigue ("other injuries/symptoms : fatigue"), migraine ("migraine") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, abdominal pain, urinary tract infection, fatigue and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, iron deficiency anaemia, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment received for pain, anemia/bleeding, psych injury, bladder/urinary prob. After essure removal, resolution of pain, bleeding, bladder/urinary, other. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. On (B)(6) 2013 patient undergo for essure confirmation test. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed.') And iron deficiency anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), migraine ("migraine") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, abdominal pain, urinary tract infection, fatigue and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, iron deficiency anaemia, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment received for pain, anemia/bleeding, psych injury, bladder/urinary prob. After essure removal, resolution of pain, bleeding, bladder/urinary, other. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.